Event description:
The clinician reported that when the pump was turned on, the gas blender alarmed. The arterial pump stopped and error code 020000 was displayed. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The service rep was able to reproduce the error on the gas blender and on the arterial pump. The pump processor board and eprom were changed to solve the problem. No further action was deemed necessary. The facility reported this to their competent authority. This medwatch report is being filed as a result of this action.